Manufacturer narrative:
Product is not available for evaluation. Sterilization and lot history records were reviewed and no exceptions were found. Report 2 of 3.

Event description:
During surgery it was impossible to pass the sleeve into a 2.0 mm incision. No other information available.

Manufacturer narrative:
(B)(4).